Event description:
It was reported that the patient visited the outpatient clinic for a regular follow-up and at the end of their stay, their pump parameters in flow and power (7l / 5 w) were higher than at the beginning of the visit. Log files were downloaded and showed first a sudden drop in flow from 3.4l down to 1.5l on (B)(6) 2026 at 1:47:35 and a direct jump to 6.5l on 1:47:42. Nearly two minutes later, the flow stayed around 7.5l and 5-5.6w in power. The patient showed no sign of hemolysis in that short time frame. The patient was monitored for some hours, but the parameters persisted in higher values. Echocardiogram showed a regular opening of the aortic valve (av) and a less supported left ventricle. It was suspected that a kind of thrombus formation was suck in the inflow cannula and touched the rotor. A pump exchange was discussed but it was decided that lysis (actilysis) would be performed. Follow-up log files the next day showed recovered pump parameters. The flow and power went back to normal range again on (B)(6) 2026 in the evening. No further issues were noted with no signs of hemolysis nor neurological occurrences, and the patient felt fine again. They were monitored over the weekend, and the situation remained stable. The left ventricular assist device (lvad) was running as expected.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a sudden decrease in flow to 1.5 liters per minute (lpm) followed by an increase in estimated flow and power. Although a specific cause for the decrease and subsequent increase in flow could not be conclusively determined through this investigation, previous complaint history, the recorded harmonic compensation and rotor noise faults following the decrease in flow, and the increase in rotor noise and rotor displacement values appeared to be consistent with a foreign material being ingested into the pump, contacting the rotor, and then passing through the pump; however, thrombus could not be confirmed through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 to (B)(6) 2026. A sudden decrease in pump flow, to values ranging from 1.5-2.1 liters per minute (lpm), was captured at 13:47:37 on (B)(6) 2026; however, these low flow events did not last long enough to trigger a low flow hazard alarm. Shortly after, estimated flow gradually increased to a range of 6.5-7.6 lpm from a typical range of 3.1-3.5 lpm. This increase in flow also correlated to an increase in pump power. The increase in flow and corresponding intermittent and sustained harmonic compensation left ventricular assist device (lvad) fault and harmonic compensation (hc_ctrl) lvad live info flags were captured until 18:22:54 on (B)(6) 2026. Following this timeframe, estimated flow ultimately returned to the patient¿s baseline values, ranging from 3.1-3.8 lpm. Consistent with the controller event log files, the lvad event log files also captured the decrease and subsequent increase in pump flow captured on (B)(6) 2026. Increases in rotor noise and rotor displacement values were observed during this time, along with rotor noise (rot_noise) and harmonic compensation (hc_ctrl) faults. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced dyspnea along with a weaker physical general condition. The patient underwent an echocardiogram and ramp test. Log files after the lysis confirmed that pump parameters recovered.